Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope completely shut down and displayed the white error messages e216 and b30 with the message: scope not recognized. Please contact olympus. The issue was found during a diagnostic screening colonoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.